Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade and damage to the staple guide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary knife blade damage and staple guide damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the anvil on the mouth side was still tilted, the surgeon could not connect the anvil to the instrument. Replaced by a new device. The surgeon put a new anvil into the rectum on mouth side, the anastomosis was completed. The device was removed from the tissue by additionally resecting the tissue, but no patient injury has been reported.